Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was further evaluated by failure analysis engineer (fae) on 20-nov-2024. Initial findings were confirmed. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. Thermal damage that slightly exposes one electrode was confirmed. The housing was removed, and no residue or contamination was found on the energy instrument identification bi-polar (eiib) boa pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire was broken at the proximal end, near the internal hypotubes. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2024: there was no indication of thermal damage nor arcing observed during the procedure. The patient did not experience any injury or adverse event during or after the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). Additional observation found unrelated to the reported complaint included: the instrument was found with charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer reported that the maryland bipolar forceps instrument energy was weak to operate the cautery function. A backup instrument of the same kind was used to complete the procedure with no patient harm.